Event description:
It was reported that particulate matter was found inside the reservoir of a small volume intermate. This was observed during storage. The device was compounded with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 11, 2014 to november 13, 2014. The device was returned and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed particulate matter floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.